Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, low battery alert and blank display noted. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a failed battery test. First, the insulin pump had died. The battery cap was cleaned and the battery removed for ten minutes and a new battery inserted and the insulin pump did turn on but had a low battery. The battery was replaced again and the insulin pump alarmed for a failed battery. The insulin pump failed the self test. The blood glucose reading was 14 mmol/l. The insulin pump was not returned for analysis.